Event description:
It was reported that the system 9900 c arm locking mechanism had become loose and allowed movement during a procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The brake assembly was secured temporarily until parts needed to effect final repairs are delivered. A follow up report will be filed if additional details become available.